Manufacturer narrative:
Product event summary: the introducer was returned and analyzed, and no anomalies were found. The analyst noted that the introducer was received still sealed in the inner pouch. Visual inspection was performed only on the outside of the inner pouch without removal of the product. It appears in the photo that the outer package (not returned) had been handled roughly. In the returned inner pouch, the thermoformed tray lids used to keep the dilator and the introducer secured in the tray were found dislocated. This likely resulted from the rough handling. No product or packaging anomalies were observed with the returned product. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon arrival the box/packaging of the introducer was open. The introducer was not used for procedure and/or patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated to be a shipping damage.